Event description:
A us distributor contacted zoll to report that a patient developed broken sores from the tightness of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses applied triple antibiotic ointment to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.